Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic cholecystectomy - "this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." Report from the sales representative: "the portion of the septum camel off on the floor during a procedure. It's unknown whether or not it came off while attached to instruments after removing them from the trocar. Please refer to the septum cer check list." Initial investigation report by (B)(4) olympus: "the event unit was returned to olympus and visually inspected. The facility removed the ddb to check the septum. The septum was found to be damaged and missing a portion as shown in fig.1. The retuned septum portion(size approx. 1.9mm×2.4mm, fig. 2) matched to the missing part in shape(fig.3). No visible damage was observed with the ddb and the shield. The unit will be returned to (B)(4) for further evaluation. Admin#(B)(4)." Patient status - "no patient injury".

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.